Manufacturer narrative:
Haemonetics received the motor control pcb from the end-user's pcs®2 plasma collection system on september 05, 2017. The pcb was evaluated, and there were no observable defects found. There was no evidence of burning or overheating components found on the returned board, it was not possible to confirm the reported issue of observable smoke coming from the motor control pcb within the pcs®2 plasma collection system.

Event description:
On (B)(6) 2017, the end-user facility reported that the centrifuge was not running on the pcs®2 plasma collection system. Upon evaluation by the on-site technician they observed the motor control pcb to be smoking within the device.

Manufacturer narrative:
Haemonetics has sent a replacement motor control pcb component to csl plasma to be installed by their on-site technician. Csl plasma was contacted on (B)(6) 2017 via phone to determine if the alleged defective motor control pcb will be returned to haemonetics for further evaluation, csl had stated that they still have the defective motor control pcb and will return the component to haemonetics. Sample still has not been received for evaluation as of (B)(6) 2017.

Event description:
The customer reported to haemonetics product support that the centrifuge was not running on their pcs2 plasma collection system. Upon evaluation by the on-site technician they observed the motor control pcb to be smoking within the device.